Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual inspection of the returned instrument noted the tip of the driver fractured confirming the complaint. Also noted scratches and fading of the etch indicative of use. The product had been in the field for approximately 5 years. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that during surgery, the tip of the driver was fractured upon insertion of a set screw. The fractured piece was removed from the patient's body. Attempts have been made and additional information on the reported event is unavailable.